Event description:
Patient reported, a left side deflation. Discomfort, pain, hardness. "Bump on top of the implant", "implant poking out". "Feeling warm" and "folded implant". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.